Manufacturer narrative:
Device evaluation summary: upon receipt by mentor, the device contained no fluid. White material was observed within the device. No foreign material was observed on the shell surface. Mentor product analysis lab discovered two rents measuring approximately 2.5 cm on the posterior aspect and 0.5 cm located on the anterior aspect. Microscopic examination of the edges of the rent revealed parallel striations. No other anomalies were discovered. The complaint was confirmed since a rupture was found in the device. Microscopic examination revealed parallel striations. This type of striations is more conclusive to sharp instrument damage rather than shell failure due to wear. A manufacturing record evaluation (mre) of lot number 6966471 was reviewed and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) patient underwent a breast augmentation primary with saline mentor smooth round moderate profile 350cc breast implants and experienced deflation on the right side. Deflation was confirmed by physician during exam. As a result, the patient underwent bilateral removal on (B)(6) 2019. Two devices were returned to the manufacturer damaged. As a result, both products are being conservatively reported for deflation. This report is for the left side. The device initially reported is for the right side.